Event description:
A malfunction was reported with the customer¿s pump, indicated by malfunction code malf 0, which was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, providing the customer with a new pump with updated software and instructions on how to manage the transition. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery and was guided on returning the faulty pump to tandem.